Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the implantable pulse generator (ipg) shows "only" 2.5 years . The lead and the ipg were reprogrammed and remain in use. No patient complications have been reported as a result of this event.